Event description:
It was reported that telemetry could not be established with the device and no magnet response was elicited. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product : 4092-52, lead, implanted (B)(6) 2001. (B)(4).